Event description:
The customer contacted olympus to report a flickering image from their video system center prior to a laryngoscopy procedure. An olympus field service engineer worked with the customer to determine that the video connector had poor contact. The laryngoscopy was completed using another, similar device. No patient or user harm has been reported.

Manufacturer narrative:
The device has been returned to olympus, and preliminary evaluation and inspection confirmed the reported problem; the image was flickering due to a faulty video cable connector. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the ¿image flickers¿ was not reproduced at the repair department but was resolved by reseating the video connector. The ¿no image¿ was confirmed, and was due to faulty video connector socket. Olympus will continue to monitor field performance for this device.